Event description:
It was indicated that, on the day prior to report, the patient saw the code 8476 on her personal therapy manager (ptm), indicating that a motor stall had occurred. In addition, the pump alarm was heard and the patient sounded like she was in withdrawal. The reporter was not aware if the patient had any recent mris. At the time of report, the patient was in the emergency room. The device system was used to deliver hydromorphone and bupivacaine. As of the time of report, there had been no known interventions performed and the event had yet to resolve. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).